Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l53621, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that about one week after the implantation of the patient¿s second lead, the patient developed a subdural hematoma on the left side and experienced headaches. Due to the reported issues, the patient was kept in the hospital and observed. The decision was made to continue with the implantable neurostimulator (ins) implant. During 2nd stage of the procedure, it was noted that there was some healing issues due to the patient having thin skin so the incision was moved slightly caudal to his previous incision. The second lead was implanted to increase the patient¿s therapeutic benefit without sacrificing the voltage requirement of the high settings. The patient¿s non-device/therapy related surgical history was reported to include a tonsillectomy and cataracts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.